Manufacturer narrative:
Complaint statement (B)(4): received 300 pcs 450062/21k23d for evaluation. No pictures were provided. We have no further inventory of the material/batch. We have no further complaints for the material/batch. We forwarded the complaint and customer samples to our supplier from which we receive these products. According to their investigation and comments, manufacturing and inspection records of the concerned material/batch were reviewed, and no abnormalities could be observed. Retain and customer samples were visually examined. No abnormalities such as damage or bent needles were found. The rigidity of the needle tubes was tested; all were within the range of standards. The alleged malfunction cannot be confirmed. Corrected data: d4: additional device information; h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.

Event description:
Customer states: needlestick and safety is flimsy and did not cover the needle. Date of injury: (B)(6) 2022, greiner bio one needle, how injury occurred: while engaging needle safety post venipuncture, rt index finger slipped off the safety and onto the needle, life threatening? No, life threatening? No, permanent damage? No, medi/surg intervention? No.

Manufacturer narrative:
Complaint (B)(4). No samples, item or lot number were received from the customer. The incident was reported for investigation to the manufacturer where we purchase the product from. As soon as a response is available, a supplemental report will be filed.